Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A proximal portion was received measuring 52 cm. A distal portion was received measuring 52 cm. Concomitant medical products: 407652, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
The right ventricular (rv) lead was explanted, replaced and returned to the manufacturer. The lead was analyzed and tested out of specification and is being reported based on analysis. No patient complications have been reported as a result of this event.